Manufacturer narrative:
Device evaluation: crease fold and brown particles in fill channel. Microscopic analysis was performed which identified: crack opening on valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.